Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, intermittent cartridge alarm 1s occurred during pumping. Reportedly the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.